Event description:
The facility's biomedical tech reported a fail code 12:303 on channel c. The biomedical tech stated they have no record of any pt incident involving the pump since the last baxter service event.